Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in a tortuous, severely calcified and 90% stenotic proximal to mid circumflex artery. The physician advanced the 2.0x9mm maverick otw balloon to the lesion but the balloon would not inflate. The physician then removed the device and attempted to inflate the balloon outside the body, but was unsuccessful. "Then a pin hole leak was found on the end of the balloon." The procedure was completed with another 2.0x9mm maverick otw balloon. No stent was deployed due to the severe calcification. Patient status is reported as "ok".